Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted and returned due to the patient receiving a heart transplant. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.